Event description:
It was reported that in the cath lab, the hub of the dilator came off when removing the dilator from the sheath. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications in the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.